Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned. Visual and x-ray inspection of the partial lead was normal except for procedural damages. Destructive analysis was performed, and one abrasion was found on the inner insulation proximal to the ring electrode. The cause of noise was due to the inner coil being exposed at the abrasion location.

Event description:
It was reported that the patient's right ventricular (rv) was oversensing noise resulted in pacing inhibition. It was also reported that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.